Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that post procedure, MRI showed new cerebral infarction in the lateral and right frontoparietotemporal insula and basal ganglia. There was no treatment or other actions taken. The outcome status is recovering/resolving. The event is not a recurrent or new stroke and did not result from a device deficiency. The event was possibly related to the disease under study and not related to an underlying condition or disease. The modified rankin score (mrs) was 0 and national institutes of health stroke scale (nihss) was 14. Pre-procedure modified treatment in cerebral infarction (mtici) was 0 and post mtici was 2b. The site assessed the event as not related to the devices or procedure, however, the sponsor assessed the event as possibly related to the study procedure and devices utilized. The patient was undergoing surgery for treatment of a clot in the right middle cerebral artery (mca) m1.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there was no worsening of nihss noted. Baseline tici was 0 and nihss was 14. Post thrombectomy tici was 2b and nihss was 11. At 24 hours post-procedure nihss was 11, and last known nihss 8 on (B)(6) 2022. Per site, the event was related to the disease under study. The patient's CT and MRI reports were reviewed, and the location of this "new infarction" was the expected initial infarction.